Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. The lens was later exchanged for a same size, different power lens and the problem was resolved. Reportedly, "the diopter was reduced to compensate for presbyopia."

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).